Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from a mesh leg inside the pt and was retrieved. The procedure was completed with another of the same type of device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR date and expiration date cannot be determined. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.